Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0001822565-2018-05955.

Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0001822565-2018-05955.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # unk, hip-unknown-heads-unk, lot # unk, item # unk, unk m/l kinectiv neck, lot # unk, item # unk, hip-m / l taper-stems-unk, lot # unk, item # unk, hip-trilogy-unknown-cups, lot # unk. Multiple reports have been submitted for this event. Please see associated reports: 0002648920-2018-00723, 0001822565-2018-05556, 0001822565-2018-05557, 0001822565-2018-05558, 0001822565-2018-05559.

Event description:
It was reported that a patient underwent a second debridement procedure approximately 8 years post implantation due to allegations of recurrent hematoma, discomfort in hip, and increasing pain. Attempts have been made, and no further information has been provided.